Event description:
A pt expired while on the a5 anesthesia delivery system. Customer did not attribute the pt's death to the device.

Manufacturer narrative:
The company rep evaluated the a5 and there were no problems found. The system was tested to factory's specifications. It functioned normally and was returned to use.